Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
Customer reported that she passed out in her sleep due to unexplained low blood glucose. Customer stated that the paramedics were called to assist customer at home. The blood glucose reading was 20 mg/dl when the paramedics arrived. Customer stated that the insulin pump threshold suspend did not work and she was having trouble getting the senor on. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.